Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was implanted. Months after the procedure, the patient experienced pain, infection and discomfort. It was also reported by the patient that she has fibromyalgia. In 2015, the patient experienced dyspareunia, bleeding, increased uti and vaginal discharge. Recently, the patient discovered that mesh came through vaginal wall. The patient is in pain and experiencing a bloated abdomen. The patient is waiting to see a gynecologist. Additional information has been requested.